Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of device evaluation.

Manufacturer narrative:
(B)(6). The complaint receiver device being used at the time of event was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of an intermittent audio output. The root cause was determined to be a defective speaker. Additionally, the patient had reported a hypoglycemic event. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hypoglycemic event and intermittent audio output from the receiver that occurred on (B)(6) 2015. Patient stated that she woke up to use the bathroom and upon trying to get out of bed, she fell reaching for her jelly beans and orange juice in an attempt to treat herself for a low blood glucose (bg) level. Patient used her life alert button to call the paramedics and they checked her for broken bones and administered orange juice until her bg value reached 80 mg/dl. Patient said the receiver was in her pocket and she did not remember it buzzing or alarming her of the hypoglycemic event. The patient sustained a bump on the head, sore neck and lump on the upper thigh. At the time of contact, the patient was feeling better and no further medical intervention was reported.